Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified central vein. A 2x40/8fr uni plus halo 75cm wallstent was advanced for treatment. However, the stent could not be deployed even when the delivery shaft was pushed to the maximum. The procedure was cancelled with no patient complications reported.